Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included haemorrhage nos, placenta praevia bleeding, kidney stones, ovarian cyst and cervical dysplasia. Previously administered products included for an unreported indication: yaz from 2002 to 2006 and tri-cyclen pills from 2002 to 2006. Concurrent conditions included flank pain and left lower quadrant pain. Family history included endometriosis (mother). Concomitant products included hydrocodone bitartrate; paracetamol (vicodin) and sertraline (serta). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy long periods with large clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("depression"), arthralgia ("joint pain") and back pain ("pain:back pain") and was found to have blood iron decreased ("low iron "). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, arthralgia and back pain had resolved and the dysmenorrhoea, fatigue, migraine, depression and blood iron decreased outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, blood iron decreased, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Patient's demographics were added. Event added abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia/ heavy long periods with large clots), dysmenorrhea (cramping), fatigue, migraines ,headaches, abdominal pain, back pain, depression, low iron , joint pain, the plaintiff did not undergo an essure confirmation test. Medical history, concomitant condition, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's medical history included haemorrhage nos, placenta praevia bleeding, kidney stones, ovarian cyst, cervical dysplasia and depression. Previously administered products included for an unreported indication: yaz from 2002 to 2006 and tri-cyclen pills from 2002 to 2006. Concurrent conditions included flank pain and left lower quadrant pain. Family history included endometriosis (*mother). Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and sertraline (serta). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy long periods with large clots") and arthralgia ("joint pain") and was found to have blood iron decreased ("low iron"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), back pain ("pain:back pain") and ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, arthralgia and back pain had resolved and the dysmenorrhoea, fatigue, migraine, depression, blood iron decreased and ovarian cyst outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, blood iron decreased, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received event "tumor / teratoma / cancer type: ovarian cyst" was added. Medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.